Event description:
It was reported that the pulse generator exhibited loss of telemetry and was possibly in backup vvi mode.

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode. The product code could not be downloaded. The battery voltage dropped below end-of-life (eol) level due to normal battery depletion. After replacing the battery, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.